Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The patient had experienced palpitation/discomfort in the chest as well as pleural/pericardial effusion. It was noted that the pericardial effusion was caused by worsening heart failure, which the patient was hospitalized for, and that the doctor thinks that the symptom might have been triggered by the ipg mode change to vvi65. The ipg was initially reprogrammed and a replacement procedure was scheduled. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.